Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: driver stalled due to lack of power inserting into a patients ph. The patient was in cardiac arrest during the attempted ez-io insertion. The device was checked and the light was green but it would not drill the needle into the tibia. Another driver was used successfully. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io power driver (9050) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pressed, the driver had no power. This driver is a 2006 model which incorporates a longer handle, the color is a dark blue, a much different battery arrangement and controlling circuitry. It should also be noted that this older driver does not incorporate the use of a light to indicate battery life/condition. Additional testing cannot be performed. This driver is a 2006 model which incorporates a much different battery arrangement and controlling circuitry which cannot be analyzed with current test practices and equipment. A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 06/2006 and is approximately 11 years old. Other remarks: the complaint has been confirmed. Considering the age of the driver and the defect description, the driver failed as the result of battery depletion. No other corrective/preventative actions will be assigned. This driver is a 2006 model which incorporates a much different battery arrangement and controlling circuitry which cannot be analyzed with current test practices and equipment. Considering the age of the driver and the defect description, the driver failed as the result of battery depletion. It should also be mentioned that this driver does not incorporate the use of a light to indicate battery status/life. No further action required.

Event description:
Issue reported: driver stalled due to lack of power inserting into a patients ph. The patient was in cardiac arrest during the attempted ez-io insertion. The device was checked and the light was green but it would not drill the needle into the tibia. Another driver was used successfully. The patient's condition is unknown at this time.